Event description:
It was reported that during a procedure, the attempted implant of this right atrial (ra) lead was unsuccessful due to exhibited high pacing impedance measurements, high pacing thresholds and loss of capture (loc). The physician reported that the ra lead had been inserted and when the lead was tested, the impedances had measured at 1900 ohms and no threshold capture was observed. The physician decided to extract the ra lead and replaced it with a new lead which successfully achieved the desired thresholds and impedance measurements. No additional adverse patient effects were reported.